Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-12337 it was reported the patient presented in the clinic, upon interrogation, it was observed that the patient's right atrial and right ventricular were exhibiting noise. The physician elected to wait for intervention until the patient's scheduled generator change. The patient was in stable condition.